Event description:
It was reported that a malfunction occurred on the pump, indicated by a malf 12 code. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information and plans to complete the reset independently; they declined follow-up from technical support to confirm if the reset clears the malfunction.